Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction where mechanical ventilation stopped during a case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative was unable to evaluate the reported event because the service proposal was rejected. No resolution is available. A ge healthcare service representative was unable to evaluate the reported event because the service proposal was rejected. No resolution is available.